Event description:
It was reported that the implantable neurostimulator (ins) went into overdischarge one year to a year and a half ago. The patient reported that charging time had increased to 5-6 hours over the past 6 to 9 months. The patient stated that they fell asleep. The patient stated that the implantable neurostimulator (ins) was scheduled to be replaced on the week prior to report. The overdischarge may have impacted the ins life. The patient was seen at the doctor¿s office for battery replacement and stimulation issue.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3998, lot# v124130, implanted: (B)(6) 2009, product type: lead; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).